Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 406 mg/dl. Troubleshooting for no delivery was performed. Customer advised during the prime process they received the alarm. Customer advised they received the no delivery alarm during bolus delivery. Customer advised it was possible they pressed a button and they were currently on vacation.